Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received in the lot number. Additional information was requested on 07/21/2008 and 08/11/2008 by mail. A completed questionnaire was received.

Event description:
A user facility reported that an intraocular lens was damaged. There was no patient impact.